Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging multiple inaccurate high comparisons performed on her onetouch ultramini meter compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately high compared to other meters on (B)(6) 2015 at about 7:00 am, when she obtained an inaccurately high blood glucose result of ¿296/298 mg/dl¿ on the subject meter, and ¿130 mg/dl¿ and ¿123 mg/dl¿ on a onetouch ultramini and onetouch verio meter, respectively, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that on (B)(6) 2015 at 7:15 am, she administered metformin 500mg and consumed more food/drink because she was experiencing symptoms of ¿cold and sweaty¿. No additional treatment or medical intervention was specified. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, she had used an approved sample site and the correct testing technique. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.